Event description:
The customer reported the system shutdown without command. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on 5v power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.